Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to experience ineffective stimulation after experiencing a fall about a year ago. Additionally, the patient declined any further contact for troubleshooting by sjm representative. Surgical intervention will be taken at a later date to address the issue.